Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two resolution 360 ultra clip used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the right side of the colon to treat a large polyp lesion during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the physician closed the clip around the tissue to try to test and the clip was able to grasp onto tissue. When the clip was deployed, it did not release from the catheter. The procedure was completed with another different brand of clip device. There were no patient complications reported as a result of this event.